Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the third of four reports from this reporter. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a knife blade did not cut during a cataract surgery. An alternate knife was obtained in order to perform the procedure. There was no harm to the patient.